Event description:
Dealer stated that the tdxsp-cg power chair speeds up without user input. End user allegedly ran into walls, was pinched by the stove when the chair drove into it. Dealer stated that the end user had to receive 19 staples and 8 stitches. Dealer has lowered the speed on the chair and it is now better.